Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch. Due to the absence of the device, lenstec was unable to perform an inspection of the complaint device. We are therefore unable to determine what may have taken place to cause the loop of the lens to be broken. However, lenstec confirms that the lens, its design, and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Lenstec concludes that there was no evidence to suggest that any aspect of this lens was responsible for this reported posterior capsule rupture.

Event description:
Lenstec received an email stating " the lens loop was broken, another lens was implanted. The ve2200 injector from medicel was used and there was a posterior capsule rupture."